Event description:
Failure to alarm: "canister full" alarm did not go off.

Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc. (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys ez plus. Smith & nephew received the above named product reported as a field complaint for defective alarm. The reported complaint was not confirmed, after the evaluation of the returned device. An evaluation was conducted to the pump as per "renasys ez plus performance and safety check.¿ a visual inspection was conducted and no anomalies were noted. The pump was tested per the normal test procedure for alarm functions and is working within specifications. Pump was connected to mains and operated in continuous mode with no anomalies. A blockage/canister full alarm will be triggered by the system if the canister is full or if a blockage it is detected from the t-connector to the canister when the vacuum is set within the recommended therapeutic range (40-120mmhg).the pump was tested per the normal test procedure for alarm functions and is working within specifications. A possible root cause for the issue reported it is most likely due to a true blockage from the clp (t-connector) to the canister. No fault was found with the device during the evaluation, which indicated that the pump was working within specifications. Smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.